Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal end of the rigid videoscope was bent. There were no reports of patient harm.

Event description:
It was reported that the distal end of the rigid videoscope was bent. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: loose light guide adapter, minor cracks and image out of field. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the bent outer tube is due to stress. A definitive root cause could not be identified for the loose light guide adapter, minor cracks, and image out of field. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.